Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did received performance data collected from the device and have analyzed the data. Lead integrity alert triggered: there was one patient alert for lead failure predictor on (B)(6) 2012 15:00:06. Sensing - oversensing: there were six ventricular non sustained tachycardias (nst) <(><<)>=190 ms between (B)(6) 2012 15:37:30 and (B)(6) 2012 11:06:30. Sensing - sics since last session - interference/noise: ventricular short interval counts (v-sic) =188 counts, in 30.23 days, between (B)(6) 2012 08:23:26 and (B)(6) 2012 13:56:36.

Event description:
It was reported that the patient presented to the emergency room (ER) after the right ventricular lead triggered a lead integrity alert (lia). The alert was triggered due to a high sensing integrity count and increasing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).